Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that his sensor peeled off two days after insertion. Upon removing the sensor, he noticed that there was no sensor wire present. Pt reported there was a red bump at the insertion site and that the insertion site was more irritated than usual, so he assumed that the wire remained under his skin. Pt also reported a little bit of detectable pain at the insertion site. No medical intervention was required. Other than experiencing irritation at the insertion site, pt was fine at the time of his call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.